Manufacturer narrative:
(B)(6). A customer from (B)(6) alleged multiple false positive results when testing with cobas sars-cov-2 qualitative assay for use on the cobas 6800/8800 systems. No harm was alleged. This MDR is being submitted for multiple samples associated with complaint case (B)(4), as no unique patient information or number of alleged samples was provided during filing of this report. An investigation was conducted to evaluate the customer issue which did not identify any product problem. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from (B)(6) alleged multiple false positive results when testing with cobas sars-cov-2 qualitative assay for use on the cobas 6800/8800 systems. The customer reported that they had an increased number of weak false positive sars-cov-2 results in target 2. They used different cassettes and different lots for the sars-cov-2 reagent and the controls, used new gloves when they loaded the controls and decontaminated the instrument. The customer used lot h00773. After they used another lot h00803 the issue was resolved. Multiple samples tested positive for sars-cov-2 target and upon retesting of the same samples, they all generated a negative result. The results were not released and no harm was alleged. Additionally, no separate, unique patient information was provided for any of the alleged samples. Therefore, 1 MDR is being filed to address all discrepant results. Please note that the samples were collected using copan utm, dry tupfer, 0.9% nacl, eswabs. Also phosphate buffer saline (pbs) was used for the dry swabs. According to the method sheet, specimens should be collected using: a sterile flocked swab with a synthetic tip according to applicable manufacturer instructions and/or standard collection technique using 3 ml of viral transport media or 0.9% physiological saline. An investigation was conducted to evaluate the customer issue which did not identify any product problem.